Event description:
It was reported that a trochanteric fixation nail tfn system was removed due to avascular necrosis avn of the femoral head, possible infection of the femoral shaft and two broken distal screws. All original hardware including was removed. The original implant date was an unknown date during (B)(6) 2013. The heads of the broken screws came out easily but the shafts were still inside the nail. When the surgeon was removing the nail he was also trying to recover the screw shafts. Nail removal led to a mid shaft fracture due to the screw shafts. The screw shafts were successfully removed. A reaming irrigation aspirator ria system was used to flush the femur and to attempt to identify the infection type. A hemiarthroplasty of the hip and a synthes distal femur plate implantation for the mid-shaft fracture was scheduled to be performed on (B)(6), 2014. The type of infection was not known. This report is for 1 unknown nail. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Additional device info: this report is for 1 unknown nail. Implant date: unknown implant date in (B)(6) 2013. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.